Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional informaiton was received. It was reported that there were drape pieces inside threads of the articulating arm which possibly could have caused inaccuracy.

Manufacturer narrative:
H3, h6: analysis was performed for product 9735737, software version: 2.1.0. Archives consisted of one mr exam with 288 slices. The provided exam was scanned with different spacing and thickness values; hence, it was not as per the stealth imaging protocol. It is recommended to scan the patient with equal spacing and thickness values to avoid slice overlapping and to achieve better accuracy. The provided archive also did not record any plan data; however, three passing registration data were observed. The user collected a good amount of trace points around the patient, but a lot of the points were sunken beneath the skin, hence suggesting using a lighter touch while collecting points. As per the case details, the site registered the patient, placed the drape, and placed the reference frame back on; after this, the navigation was a "couple of inches off" inferior and lateral. Suspecting a frame movement after putting the drape, but logs and archives will not be helpful in finding the root cause of the reported inaccuracy. The information provided is insufficient to determine whether a software anomaly contributed to the reported behavior. Codes b01, c19 and d15 are a pplicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID 9735737 (software version: 2.1.0) h3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that there were no failures found. The s ystem performed as intended. Codes b01, c19 and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that navigation off after draping. The site registered the patient, placed the drape, and placed the reference frame back on. After this the surgeon said the navigation was a "couple inches off" inferior and lateral. They tried adjusting the frame on the draped arm to make sure it was sitting as flat as possible and even flipped the frame 180 degrees with no resolve. The manufacturing representative (rep) had the site move the drape and check navigation with frame up against the arm with no change. Site decided to abandon the use of the navigation system. This resulted a surgical delay of an hour. There was no impact on patient outcome.